Event description:
It was reported that there was no urine flow when the nurse inserted catheter into patient. It was also stated that it was attempted twice before opening another piece and the catheter could be obstructed as feedback. Foley catheter was contaminated with urine and blood.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. Based on photo sample attached, no visual defect observed. Unable to perform functional testing on returned sample since photo sample received is inadequate to perform evaluation. Potential root cause for this failure mode could be user related (example: salt accumulation)/block drainage lumen/no drainage eye). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was no urine flow when the nurse inserted catheter into patient. It was also stated that it was attempted twice before opening another piece and the catheter could be obstructed as feedback. Foley catheter was contaminated with urine and blood.